Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 43 (an error in the motor was detected by reading unexpected values from the hall sensor.). The customer experienced high blood glucose. The customer blood glucose value was 269 mg/dl. The customer was treated with with manual injection/insulin pen. Troubleshooting was performed and was able to clear the alarm successfully but could not complete the rewind. It was unknown pump passed the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Pump failed rewind test due to pump error 38. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38. Pump passed the self test. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Additionally corroded home switch was noted. Verified the pump alarmed pump error 43 in pump downloaded history on (B)(6) 2023 at 09:13:27.000 and pump error 38 on (B)(6) 2023 at 14:47:29.000 due to corroded home switch. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and stained keypad overlay. Rewind anomaly confirmed during testing due to pump error 38. Pump error 38 and pump error 43 were confirmed due to a corroded home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.